Event description:
The user facility reported that during a patient procedure the 4085 table failed to respond to commands from the hand control. The staff utilized the table auxiliary hand control and the manual foot pump to articulate the table to the desired position. The procedure was completed successfully with no delays and no injury was reported to the patient or hospital staff.

Manufacturer narrative:
A steris service technician inspected the table and found that the table would not respond to any hand control input that required activation of the hydraulic pump. The technician reported that the pump motor's dc supply wires in the connector at the power supply were not consistently transferring voltage/current to the motor to drive the table pump operation. The technician removed insulation from the relevant wires to eliminate the reported issue, tested the table for correct operation, and returned the table to service. Upon further review by (B)(4) it was determined the likely root cause is that the terminal block connector became partially dislodged from the receptacle on the power supply due to vibration/stresses experienced in transit and uncrating table operations. This is an isolated event; the table has been returned to service with no further issues. The table's auxiliary controls and manual foot pump operated properly and as designed, allowing user facility personnel to articulate the table and complete the procedure successfully.